Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection and the patient was placed on antibiotics. It was further reported that the patient also had bilateral amputations of their feet prior to the infection. No further patient complications have been reported as a result of this event.